Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign, event occurred in united kingdom. E1: telephone (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that outside of surgery an air dermatome exhibited a worn reciprocation arm, worn screws, and damaged width plates there was no patient involvement. Diligence is complete.